Manufacturer narrative:
Continuation of d10: product ID 977c165, lot# serial# (B)(6) implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the event was a patient/therapy issue, not a device issue.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that a patient with a history of chronic pain experienced therapy failure with the implantable neurostimulator 97715 intellis adaptivestim pain. The healthcare professional noted that the devices were explanted due to the failure of therapy. Troubleshooting steps included reprogramming the device, but the cause of the failure was not known. The issue was resolved with the removal of the devices. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 977c165 ,(serial: (B)(6) ); product type: 0200-lead; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.